Manufacturer narrative:
(B)(4). It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to hospital. During examination and treatment, cardiac arrest was noted for a little less than 10 seconds. Therefore, the temporary catheter was inserted and the output on the right ventricular (rv) lead was increased. Further testing revealed no pacing and noise when the patient moves/changes body position. An incomplete rv lead fracture was suspected. Although the temporary catheter was inserted with the setting of 50ppm, the pacing intervals were prolonged for approximately 2 to 3 seconds. The device was reprogrammed to vvi and will be followed in a few days. The device was explanted and the leads were surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.